Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for a distal humerus fracture, with 2.7 mm variable angle locking screws. When the screw in question was used in the distal portion, the screw idled, and final fastening was not possible. The surgeon used another screw of the same size, which also failed to complete the final fastening. Therefore, a screw of another size was used, and the final fastening was completed. The lot numbers of the two screws were identified as the same lot number. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l16 ta. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hrs. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined, that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part:04.211.016s, lot:124l850, manufacturing site: werk selzach, supplier:(B)(4), release to warehouse date:12 jan 2023, expiration date: 01 jan 2033 . Non-sterile part # 04.211.016, non-sterile lot # 3139p47, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date:22 nov 2022. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the threads around the head of the device, were severely stripped. Based on the observed condition of the device, it was reasonable to conclude that the reported allegation was due to the observed damage. The investigation was able to confirm the reported allegation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ø2.7 head 2.4 self-tap l16 ta, p/n: 04.211.016s, lot: 124l850 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.